Event description:
Volume discrepancy was noted at last refill. The patient was being seen in the clinic for the first time. Seventeen point five ccs were aspirated; expected reservoir volume was 3.2 ccs. The pump was programmed to deliver morphine 50 mg/ml at a rate of 10 mg/day. A successful dye study was performed and the dose was reprogrammed to deliver 5 mg/day. The patient complained of increased pain and needed to increase her oral medication. A follow-up report will be sent when additional information becomes available.

Event description:
The hcp reported tha the 'residual volumes excessively high' , "pump dies not show any malfunction , catheter appears intact. "